Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating a button error from the insulin pump. The customer's blood glucose level was 290 mg/dl. The customer stated that she was having complications with her pump, and could not get the buttons to function properly. The insulin pump kept vibrating. The customer had to put in a new battery because the battery died. The customer went to give herself insulin and her sugar level went up. Customer was advised to discontinue use of the device and to revert to a backup plan.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted during testing. Unable to perform all functional tests including weak battery alarm and vibrator anomaly due to buttons not responding. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a stripped battery cap coin slot and cracked battery tube threads.